Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was emitting multiple loss of prime warnings since the night before. The reporter indicated that the site, set, and cartridge were changed in the morning but the pump continued with the loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has not been returned; a retained sample from the reported lot number was pulled and evaluated by product analysis on 03/19/2014 with the following findings:the cartridge was inspected with no failures visible. A cartridge fill test was performed without air bubbles forming upon filling. A cartridge leak test was performed and no leaks were observed from the cartridge. A cartridge force test was performed and the cartridge forces were found to be within specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.